Event description:
The customer reported that they were having a problem with the accuracy being off between 3-5 mm.

Manufacturer narrative:
The ge rep had the nurse check the position of the transmitter to the headset and headset to the patient, everything checked out ok according to the nurse. He instructed the surgeon redo the registration, calibration and verification, then check one of the metal bb's on the headset with the tip of the aspirator. The accuracy was perfect, then he had them check the verification point and the patients anatomy and were still off as much as 3 mm still. Without using accumatch their only option for using navigation will be to re-scan the patient. The ge rep's impressions are that the headset was improperly positioned or move during the CT scan. Case was put on hold until they could talk with CT.